Manufacturer narrative:
Service was not dispatched as the customer did not question system performance. The patient sample was also tested using quickview plus by quidel which produced a negative result twice for beta human chorionic gonadotrophin (bhcg). The sample was drawn in a bd plastic lithium heparin tube with gel separator and was processed through the automation line. The customer stated the sample was a full draw, and was slightly icteric in appearance. System check data was not supplied by the customer. The customer stated quality control (qc) was within specifications. Customer product line support (cpls) laboratory tested the patient sample and confirmed "heterophile interference" in the patient's sample. Heterophile interference is the root cause of the elevated results. Product labeling: for assays employing mouse antibodies, the possibility exists for interference by human anti-mouse antibodies (hama) in the sample. Human anti-mouse antibodies may be present in samples from patients who have received immunotherapy or diagnostic procedures utilizing monoclonal antibodies or in individuals who have been regularly exposed to animals. Additionally, other heterophile antibodies, such as human anti-goat antibodies, may be present in patient samples. The access total bhcg results should be interpreted in light of the total clinical presentation of the patient, including: symptoms, clinical history, data from additional tests, and other appropriate information. This reportable event was identified during a retrospective review of product complaints conducted from 01/01/2008 through 10/23/2010 for additional reportable events.

Event description:
The customer reported elevated total beta human chorionic gonadotrophin (tbhcg) results for one patient's sample involving unicel dxi 800 access immunoassay system. The elevated results were discordant to an alternative qualitative methodology. The elevated results were released and questioned by the physician. There was no report of patient injury. There has been no report of a change in patient treatment associated with this event. The customer supplied beckman coulter, inc. With the patient sample for further analysis.